Event description:
It was reported that the patient's pacemaker was experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. There were no patient consequences.